Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system for the endovascular treatment of a 64mm abdominal aortic aneurysm. It was reported that 8 endoanchors were implanted along with a non-mdt bare metal stent to treat a type ia endoleak during the index procedure. The neck length was reported as 22mm, the proximal neck angulation was reported as 52 degrees and the suprarenal neck angulation was reported as 18 degrees. No thrombus was reported at the seal zone but there was 50% localized calcium reported with a maximum thickness of 5mm. After the procedure the type ia endoleak was still observed. It was reported approximately 6 days post index procedure a follow up CT, also showed the type ia endoleak to be persisting. A type ii endoleak from the right lumbar artery was also noted and it was reported the patient is continuing without treatment for this. A follow up CT scan 2 months post index procedure also showed the type ia and type ii endoleaks. No additional clinical sequalea were reported and the patient will be monitored by their physician.